Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the inserter confirmed the reported breakage. Approximately .472 of the inner shaft has broken off. The break area is slightly pig-tailed. The torque limiter was functionally tested and performed as intended. With the limited clinical details provided an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: insertion site not prepared with the recommended smith & nephew drill prior to implantation. Use of excessive force during insertion which can cause failure of the suture anchor or insertion device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Correction in report source, user facility should be marked.

Event description:
It was reported that during implantation of the anchor, and after the anchor was locked onto the suture, the locking shaft controlled by the blue knob broke off distally. The distal piece was then sticking out of the proximal end of the anchor. No patient injuries reported. Back-up device was available, and no significant delay was reported.